Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: sc-2218-70, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7077462.

Event description:
It was reported that during a wound check, it was found that there was evidence of maculopapular and pustular rash surrounding the midline incision site. The patient was placed on a doxycycline, zyrtec and famotidine.

Event description:
It was reported that during a wound check, it was found that there was evidence of maculopapular and pustular rash surrounding the midline incision site. The patient was placed on a doxycycline, zyrtec and famotidine. Additional information was received that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein two new leads were added. The patient was doing well postoperatively.